Event description:
Complainant alleged that during a route shift check by a clinician, the device failed to power on with both battery an ac power. Complainant indicated that there was no pt involvement in the reported malfunction.